Event description:
It was reported that during a da vinci-assisted ureteroureterostomy surgical procedure, the customer called in to report that repeated recoverable error 45312 occurred. The site had tried another endoscope, but the issue could not be resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and noted that the error was pointing to an issue with the endoscope controller (ec)/endoscope. The tse had the customer perform a hard power cycle, reseat the endoscope connector twice, and reinstall the endoscope; however, the issue persisted. The tse informed the customer that the issue was related to the defective ec. The surgeon then elected to continue the procedure with just one eye video image in the surgeon side console (ssc) high resolution stereo viewer (hrsv) as the procedure was near completion stage (suture step). There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The alleged issue did not inhibit the site from continuing and completing the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting that repeated recoverable error 45312 occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse noted that repeated error 45312 occurred after an endoscope was connected to the endoscope controller (ec), and there was no video image in the right eye. The fse replaced the video processor (vp) to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The vp was analyzed and found to have warning error 45312 during the functional test booting process with a printed circuit assembly (pca) test system. The 45312 warning error was pointing to an issue with the video blend lanes (vbls) on the dual window appliance (dwa) board. The reported complaint was confirmed by failure analysis.